Event description:
The customer observed falsely decreased ca19-9 results while using the architect ca19-9xr assay. The patient had previously had surgery for colon cancer in (B)(6) 2013. The customer provided the following data (u/ml): (B)(6) 2014: 90.6; (B)(6) 2014: 76.5; (B)(6) 2014: 231.5; (B)(6) 2014: (sid (B)(6)) initial 10.3 retest: 14.51. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed with lot 39191m500. Testing passed supporting that the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, lot 39191m500, was identified.